Event description:
Patient undergoing arthroscopic rotator cuff repair. When inserting the burr into the cannula, slivers of the 6.5mm x 72mm disposable cannula came off inside the patient. One sliver retrieved and the rest were "ground up with the shaver". The burr being used was a disposable smith & nephew disposable burr. The catalog and lot number of the burr unknown.